Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the patient had elevated blood glucose (bg) levels since the morning of (B)(6) 2014. The patient had a bg of 400mg/dl with vomiting and moderate ketones. The patient was treated with injection via syringe and bg did come down. Customer support (cs) reviewed the settings and all settings are correct. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from unknown cause but no implication of the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/31/2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2014 have been overwritten. A review of the available black box and alarm history shows no eaw¿s associated with the complaint. Total daily dose adds up correctly and reflects the user's programmed basal rates. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. Investigators were unable to complete a 10u audio bolus due to missing audio bolus button cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.